Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement 5 days after implant. No additional adverse effects were reported.